Event description:
A physician reported that photo image did not display during registration of digital microscope marker in the left eye of a patient during cataract surgery. The involved eye and the patient identifier are not available. There's no patient harm.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The product manufacturer's subject matter expert worked with the local points of contact and found that the issue was not reproducible. The system image was displayed correctly during registration and on planning screen for the given case. For this case the pupil was not detected on reference image, but that had no impact on the registration. The local field service engineer confirmed that the device is used, and similar issue was not reported since the first occurrence. Accordingly, it's concluded that the device works as intended. The incident could not be confirmed nor replicated and is therefore determined to be a one-time issue. No root cause could be identified by the investigation and the case is coded with "unable to verify". The manufacturer internal reference number is: (B)(4).